Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER when receiving a patient notifier. Upon interrogation, the capacitor charge time has been reached message was observed. Capacitor maintenance was performed in clinic with a normal charge time. The maintenance interval was reprogrammed and the patient will be monitored.

Event description:
New information received notes that the patient presented to the hospital after receiving a vibratory alert for long charge time. The patient stated he had been doing yard work at the time and had heard a loud popping/snapping noise from the device followed by a vibratory alert. The patient also reported feeling intense heat that correlated with the long charge times. The device continued to deliver vibratory alerts beyond the programmed number. A manual capacitor maintenance in the or resulted in a normal charge time. The device was explanted and replaced. The procedure was performed without complications and the patient was doing well after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.